Event description:
It was reported to philips that the device had a worn ECG port. There was no patient involvement.

Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty measurement panel upon conclusion of the evaluation. It was determined, that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the reported issue. The device remains at the customer site. And no further evaluation is required at this time.